Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, several stored pacemaker-mediated tachycardia episodes were observed. The patient experienced a syncopal episode and dizziness on the day of episode. It was not sure if the programmed settings directly caused the symptoms. Patient will be coming to clinic and recommended programming changes will be made.